Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, small bowel incorporated into previous mesh repair, adhesions, pain, portion of bowel removed with mesh due to incorporation; infection cellulitis, wound vac and post operative antibiotic care . After treatment, the patient experienced revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, small bowel incorporated into previous mesh repair, adhesions, pain, infection cellulitis, mesh migration, and chronic abscess. Post-operative patient treatment included revision surgery, portion of bowel removed with mesh due to incorporation, abscess opened and debrided, wound vac, and post operative antibiotic care.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, small bowel incorporated into previous mesh repair, adhesions, pain, infection cellulitis, mesh migration, inflammation, obstruction, and chronic abscess. Post-operative patient treatment included revision surgery, portion of bowel removed with mesh due to incorporation, abscess opened and debrided, wound vac, CT-scan, and post operative antibiotic care. Relevant tests/laboratory data:(B)(6) 2015: CT abdomen and pelvis showed distended small and large bowel loops suspicious for ileus. Bowel tapers in lower abdomen near umbilical hernia repair, possibly indicating small bowel obstruction. No recurrent hernia present. (B)(6) 2015: CT of abdomen and pelvis showed mild small bowel obstruction at level of umbilicus. Similar, but not as severe as seen (B)(6) 2015. (B)(6) 2015: abdomen two view x-rays showed abundant bowel gas in colon with no distended loops of colon. In comparison to previous imaging, amount of small-bowel gas has decreased considerably suggesting improving small bowel obstruction. (B)(6) 2015: CT of abdomen and pelvis showed proximal small bowel obstruction, similar to (B)(6) 2015. Wide mouthed small umbilical hernia with a small bowel loop bulging into this hernia. 13 mar 16: op note referenced a CT scan confirming (B)(6) 2016: CT scan of abdomen and pelvis showed small volume intra abdominal free air and small bowel obstruction with transition point distal to loops of bowel closely apposed to anterior abdominal wall at inferior margin of incision. May be representative of postoperative adhesions. (B)(6) 2016: CT scan of abdomen and pelvis showed recurrent small ventral subcutaneous tissue abscess. Results in inflammatory changes of the ventral abdominal wall. No evidence of intraperitoneal communication. Amenable to percutaneous drainage. Small bowel dilat ation.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, small bowel incorporated into previous mesh repair, adhesions, pain, infection cellulitis, mesh migration, inflammation and chronic abscess. Post-operative patient treatment included revision surgery, portion of bowel removed with mesh due to incorporation, abscess opened and debrided, wound vac, and post operative antibiotic care.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia. It was reported that after implant, the patient experienced recurrent ventral hernia, small bowel incorporated into previous mesh repair, adhesions, pain, infection cellulitis, mesh migration, inflammation, obstruction, gas, free air, percutaneous drainage, small bowel dilation, and chronic abscess. Post-operative patient treatment included revision surgery, portion of bowel removed with mesh due to incorporation, abscess opened and debrided, exploratory laparotomy, wound vac, CT-scan, x-rays, post operative antibiotic care, and medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.